Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. The 1st, 4th and 12th distal wraps were deformed with raised and overlapping struts. A 0.015inch mandrel could not be advanced through the inner lumen possibly due to hardened blood/residue. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity device to treat a moderately tortuous and mildly calcified distal lad lesion exhibiting 90% stenosis. The first device was removed from its packaging and inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered on advancing the device and no excessive force was used. It was reported that the stent was unable to cross the lesion. The physician took another resolute integrity device and prepped in the same way as the first device. It was reported that the second device was also unable to cross the lesion. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. Analysis of rsint30026x (pli 10) confirmed damaged to the stent. It was confirmed that the physician believes that the event was due to patient morphology/anatomy and was not device related.